Manufacturer narrative:
Result of investigation: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, " image blur, lens cracked inside ", could be confirmed. The image is blurred in the lower right corner. Several spots were detected in the rod lens system when focusing on the individual rod lens sections. These spots are responsible for the blurred image. The exact cause cannot be determined. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was blurred and the lens cracked inside. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).